Event description:
It was reported that the patient presented for routine in-clinic device check. Upon interrogation, recorded episodes of non-sustained right ventricular oversensing were stored by the implantable cardioverter defibrillator. The episodes were caused by post-paced t wave over-sensing. Programming adjustments were made. The patient was stable.